Manufacturer narrative:
Console arrived in danvers. Visual inspection of the purge assembly area confirmed a ripped blue retainer. The failure mode was due to broken/ missing purge retainer.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a broken purge clip. No further details or patient involvement were reported.